Event description:
Pt seen in emergency room for hyperglycemia. Pt changed cartridge on 2/18 and stated blood glucose was quite high after this cartridge change. Taken to emergency room by mother for possible infection or flu treatment. Pt reported that another cartridge from same lot leaked at the top. Pt returned both cartridges and pump for eval. Cartridge not observed to leak when tested. Pump passed all tests.